Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation close to the jaws was damaged, causing it to fail hipot testing. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). Date of initial report: 10/12/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after an hour of use in a laparoscopic procedure for prostate cancer, the insulation close to the jaws was found to be damaged. A new device was used to continue the procedure.